Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: section g3-the date received by manufacturer should have been 10jun2021 (new date) rather than 15jun2021 (old date).

Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2021-03222, 1627487-2021-15304, 1627487-2021-15584, 1627487-2021-15585. It was reported that the patient developed an infection at the ipg pocket site and midline site. It was noted that the patient has a pre-existing condition and abnormal anatomy that resulted in their body rejecting the implanted devices. Multiple steps were taken by the physician to resolve the infection, but none were successful. As result, the scs system was explanted.